Event description:
It was reported that a spectrum pump speaker audio was not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no : (B)(6). The device was received for evaluation. During evaluation, the device speaker had low audio volume. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be rear case flex not properly inserted which requires insertion to address this issue. Should additional relevant information become available, a supplemental report will be submitted.